Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s batteries were no longer working and they couldn¿t turn it on or off because they no longer worked. The hcp assumed they meant the implanted battery because the patient was working with their managing physician to have it explanted. Hcp responded to a letter. When asked when was the batteries no longer working issue first noticed, the hcp said "patient is having batteries and leads". The hcp indicated the cause of the issues was determined, but no cause was provided to the manufacturing company. Explant is scheduled for (B)(6) 2019. No further patient complications have been reported as a result of this event.